Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered pain, stiffness, excessive levels of chromium and cobalt, discomfort and weakness which in turn negatively affect the patient's mobility and quality of life. An MRI scan showed significant fluid accumulation around the peritrochanteric region of the right hip. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to metallosis, osteolytic cyst presence, greenish-grey stained fluid, corrosion around the taper and considerable scar tissue at the base of the femoral neck and calcar region around the anterior capsule. Femoral head and femoral stem added to the complaint.